Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead developed septic arthritis. The device and lead were explanted due to the infection, and a new system will be implanted at a later date. No additional adverse patient effects were reported. The explanted products were disposed at the hospital and will not be returned.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.